Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was reported to a customer service representative that the customer's device was used on a (B)(6) male patient but did not charge energy and did not provide a defibrillation shock. A back-up device was then used to provide defibrillation therapy. There was a delay of approx. 2 minutes to deliver a defibrillation shock by having to switch to a back-up device. There was no negative outcome for the patient reported. The patient was transferred to the intensive care.